Event description:
It was reported that after an infusion set and anchor detached in the shower, the user attempted to replace the infusion set by removing the tubing from the ilet, at which point the insulin cartridge fell out and would not remain seated when reinserted with blood glucose holding steady; after guidance to use a new cartridge, the replacement cartridge remained secured in the pump, and the issue was characterized as a fitting problem involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a component-related issue affecting the reservoir and its fitment. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.